Event description:
The customer reported error 315 during inspection prior to use, involving an olympus colonovideoscope. The customer suspected the system displayed error 315 indicating the connector needed to be dried. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit was dirty. Based on the investigation results, a root cause could not be identified, as the event reported by the customer could not be reproduced. Based on the investigation results, a root cause of the dirty plug unit could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.